Event description:
It was reported that during a peripheral stenting treatment procedure, stent placement and delivery system removal difficulties were encountered. The customer stated that, following stent placement in the patient's arm, " the stent would not detach from delivery system. When it did, it went in the wrong spot. Doctor to manipulate it to get it off the delivery system." Not patient injuries or complications were reported. Patient status is reported as "fine."